Manufacturer narrative:
Block g1: MFR site email: (B)(6). Block h6: device code 1184 captures the reportable event of gauge reading inaccurately. Block h10: investigation results a visual examination of the returned complaint device found that the gauge needle was slightly at below zero mark when received. Functional evaluation was performed, and the device was inflated to 20 psi. The device was able to be inflated but was inflated about 0.5 psi low. The device was reset to zero, tested five times and it functioned as intended. It is most likely that the failures found are due to the repeated usage of the device and cleaning process; therefore, the most probable root cause is cause traced to maintenance. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a pneumatic inflator was used in the esophagus during a gastrointestinal dilatation procedure performed on (B)(6) 2019. According to the complainant, during preparation, it was noted that the gauge meter of the device would not move at all. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a pneumatic inflator was used in the esophagus during a gastrointestinal dilatation procedure performed on (B)(6) 2019. According to the complainant, during preparation, it was noted that the gauge meter of the device would not move at all. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.